Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated results for several assays on an alinity c analyzer. The following data was provided (customer¿s reference range for total bilirubin is 0.3-1.3 mg/dl; calcium is 8.5-10.0 mg/dl; potassium is 3.5-5.1 mmol/l): sample ID (B)(6) initial total bilirubin was 0.56, repeat was 0.2 mg/dl; initial calcium was 19.4, repeat was 9.4 mg/dl; initial potassium result was 8.5, repeat was 4.2 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated total bilirubin, calcium, and potassium results on an alinity c, serial number (B)(6). Through an extensive investigation, the fsr found the alnty c-series cuvette, list number 04s47-01, needed to be manually cleaned, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.